Manufacturer narrative:
Amended device details received. Sections altered accordingly. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Revision surgery of the right hip is planned in 3 to 4 months. According to a phone call from the patient, she has had trouble for last 3 years. Patient has a large osteolytic lesion behind the acetabulum.